Manufacturer narrative:
Date of event: (B)(4) 2018. Date of this report: 12/04/2018. The customer was advised by philip's field service engineer to replace the power management board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed to power on and displayed a blank screen. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR: 19feb2019. The user interface was returned to philips for failure analysis. Testing revealed that the customer complaint was unable to be verified or duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 03jan19, date rec¿d by MFR : 22dec18. The customer reported that the user interface board was replaced and the issue was resolved. The customer also updated the software version. No parts were returned to philips for evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.